Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7169995 UDI: (B)(4).

Event description:
It was reported that the patient's midline incision sites were not healing properly. The patient underwent a procedure wherein the midline incision would were cleaned and sutures were added. The patient was doing well postoperatively and was prescribed with antibiotics.